Manufacturer narrative:
Investigation summary received one (1) used. List #b9438, 8" smallbore ext set w/clave®, clamp, rotating luer; lot #unknown. One (1) used. List #unknown, microclave; lot #unknown. The tubing was separated from the y-clave. The reported complaint of tubing disconnected could be confirmed. The returned sample was observed to have the tubing separated from the y-clave. The probable cause of the disconnection is from little to no solvent coverage during assembly in the assembly plant. A device history record review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding a smallbore ext set w/clave, clamp, rotating luer where it was reported that the tubing became dislodged at t-connector site. The peripheral intravenous line (piv) remained in situ but was then assessed and removed due to broken tubing. New piv was inserted and IV fluids restarted. There was patient involvement. No reported patient harm. There was delay in therapy.